Event description:
The affiliate is reporting that a pt had a rotator cuff repair performed in 10/2004. Re visitation surgery was had on 10/2005. It was noted that although the tendon was fixed and healed one of the fixation devices used was out of the bone and loose within the body at the op site. This was removed and the revision surgery was completed without further complications.